Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint unconfirmed, during evaluation tubing connected and functioned with no errors. However, during evaluation inflow motor was noisy at 88 db¿s and underperformed at 1300 ml¿s per minute. Physical damage was found to the bottom cover, top cover, and there are 4 missing bumpers. See vendor evaluation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/03/2025, it was reported by a sales representative via (B)(4) that an ar-6480 dw arthroscopy pump tubing did not work properly. This was discovered during the case with no patient harm. Additional information was received on 10/9/25. This was discovered during a hip scope. Arthrex tubing was used and the pump settings were set to 45. The inflow was working properly, but the outflow did not work. They switched to regular suction and the case was completed with no further issues and extravasation did not occur.